Manufacturer narrative:
This lot was manufactured february 5, 2016 ¿ february 8, 2016. The device was not returned; however a photograph was received for evaluation. The photo shows a pool of liquid contained inside in the device housing which indicates leakage has occurred inside the housing. There was no evidence of a ruptured bladder as the bladder still contains fluid. Based on the photo, evidence of leakage was noted, but not a ruptured bladder. The location and cause of the leak could not be determined via photographic inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured after filling with solution. There was no patient involvement. No additional information is available.